Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple syncopal episodes and asystole on a twelve lead electrocardiogram. A rise in impedance and high impedance was observed on the right atrial (ra) lead. High and undefined impedance and unstable impedance was observed on the right ventricular (rv) lead. Chest x-ray confirmed loss of slack on both leads and dislodgement was suspected. A temporary pacing lead was placed. Due to twiddlers syndrome both leads were found to be twisted in the implantable pulse generator (ipg) pocket. Diagnostic testing/troubleshooting was performed on both leads. The rv lead was reprogrammed. The ra lead and rv lead were repositioned and both leads remain in use. No further patient complications have been reported as a result of this event.